Event description:
Ous MDR. After an implant period of approx. 36 months it was reported that the patient came to the clinic after a syncope. The ICD could not be interrogated. The ICD was explanted and returned to biotronik for analysis. At the moment biotronik has no further information with regard to a revision of the lead.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit,most likely due to a damaged lead insulation. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. This damages clearly indicate a shock delivery into an external short circuit, consistent with the spot of molten titanium observed during the visual inspection of the ICD. Due to this damage of the electronic module, the device could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include - but are not limited to - a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages, which might have led to an electrical contact of the high voltage conductor and the ICD housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.